Event description:
(B)(6): cathex distributor, (B)(4), reports via e-mail; prior to pt use when physician opened the syringe package they found a foreign matter in the syringe. No pt use.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.